Event description:
The customer originally returned his olympus hd camera head because it failed a leak test during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the camera was not producing an image. This report is being submitted to capture the lack of image discovered during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit had a cut on the cable causing the leakage to occur. Additionally, the boot was separated, and cracks were found on the connector. The unit was not displaying an image due to a faulty cable and charged coupled device unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the faulty cable and charge coupled device could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.